Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-05305 it was reported that the patient experienced discomfort at the ipg site and inadequate coverage. Reportedly, patient does not have adequate left side coverage with the current lead placement. As such, surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Physician was unable to implant a new lead due to patient anatomy. In turn, surgical intervention may take place at a later date to address the lead issue. Investigation was unable to determine which of the leads attributed to the inadequate coverage.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs outrode lead, model: 3186, UDI: (B)(4), serial:(B)(6), batch: a000069986 during processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.